Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. Testing with a torque wrench confirmed that the setscrew was difficult to move. All other testing successfully passed. Representatives from our quality assurance, manufacturing, and design engineering groups are actively investigating this behavior. Our ongoing investigation efforts are currently focused on understanding the root cause to mitigate the potential for setscrew issues when disconnecting the electrode from these s-icds. Information gained through these efforts will be utilized to implement appropriate preventive action(s), as necessary.

Event description:
It was reported that, during the explant procedure, the setscrew was stuck. The doctor tried two wrenches without success. Finally, a hemostat was placed on the wrench. The setscrew was successfully undone and the device was replaced. There were no adverse patient effects.